Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there was an "e0d" error message on channel b on the heater cooler unit. The device was not changed out, as they switched to channel a to complete the case. There were no reported adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) was on-site, he ran the heater cooler unit for over two hours and could not duplicate the error. The ccp will monitor the unit and inform of any further errors. The customer has five other units.